Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement procedure, the right ventricular (rv) lead was replaced due to a high capture threshold. The patient was stable with no consequences.